Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -14.50/5.0/119 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced low vaulting with rotation. On (B)(6) 2023 the lens was explanted; on this same date a replacement lens of a longer length lens was implanted and this resolved the problem; "eye is well; patient is satisfied". The cause of the event was reported as a patient related factor and unknown and noted "low vault causing rotation".